Event description:
(B)(6) study. Same case as MDR ID 2134265-2012-01267. It was reported that during a coronary artery stenting treatment procedure distal embolization occurred and a periprocedural myocardial infarction (mi) occurred. Target lesion #1 was located in the mid right coronary artery (rca) with 100% stenosis and was 28 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.0 mm x 20 mm ion drug eluting stent (des) and a 3.5 mm x 12 mm ion des deployed in an overlapping manner at the distal end. During intervention, there was consideration of distal embolization of the material and the subject received additional medication for that. The patient experienced periprocedural mi. The following day, the ck level peaked to 222 iu/l (uln 210 iu/l), ck-mb level peaked to 15.6ng/ml (uln 5.0 ng/ml), troponin-I level peaked to 3.89ng/ml(uln 0.05 ng/ml). The following day, the event was considered resolved without residual effect.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).